Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
The customer called into philips to report that while using monitor, m3536a the leads were intermittently reading "leads on/off" during resuscitation. The monitor was changed to pads only and issue still continued. Monitor was then turned off/on which fixed issue. The patient involved was reported to not have experienced harm or adverse patient impact.